Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Subsequently, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level ranged from 175-250 mg/dl. Lastly, it was reported that a cartridge alarm (cartridge alarm 25) occurred. Customer reverted to manual injections for insulin therapy.